Manufacturer narrative:
Concomitant medical product(s): product ID: 377760, lot# n0034052, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 377760, serial/lot #: (B)(4), ubd: 09-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, spinal pain and other chronic/intract pain (trunk/limbs). It was reported that the patient had a partial system explant about five months ago. The caller stated that the healthcare provider (hcp) was unable to remove one of the leads because ¿it was stuck¿ and ¿had a knot in it¿. The remaining lead initially was described as being ¿adhered to the spine¿. No further complications were reported/anticipated.